Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg and that the generator was not working. It was also reported that the patient was experiencing irritation and pain at the generator site. The patient underwent an ipg replacement procedure. The physician was unsure if there was a malfunction with the device. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
A sc-1110-02 (sn (B)(4)) device evaluation indicated that the possibility that electrical leakage could cause pocket pain was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing rib stimulation was not duplicated or confirmed. The complaint of difficulty charging and telemetry anomaly were not confirmed. Battery profile revealed a depletion rate of 6.85mv per day, with stimulation switched off, which was within the expected range. Device passed all cis testing. Device was able to communicate with an rc and cp without any anomalies. Device exhibits characteristics. A sc-8216-70 (sn (B)(4)) visual inspection revealed that body of the paddle end has been severely damaged and torn apart. There were exposed cables. The damage to the lead was consistent with damages done during the explant procedure and it was not considered a failure. Sc-4316 (lot 14310487) the clik anchors revealed no anomalies.

Event description:
A report was received that the patient had difficulty charging the ipg and that the generator was not working. It was also reported that the patient was experiencing irritation and pain at the generator site. The patient underwent an ipg replacement procedure. The physician was unsure if there was a malfunction with the device. The patient was reportedly doing well postoperatively.